Event description:
The pt reportedly experienced sound quality issues, followed by intermittencies and loss of lock with his device. The pt met with a co rep for device evaluation. Testing performed confirmed that the device was not functional. Surgery to explant the device is to be scheduled.